Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) performed troubleshooting measures and confirmed that the system failed to boot up. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Troubleshooting actions and review of the system log files showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order.

Event description:
It was reported to philips that the device was not booting up, as expected. The boot up countdown reaches 0:00 and stops. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the reported problem. The fse determined the flexvision computer (pc) was not powering up in the morning. The fse then replaced the flexvision pc and hard disk drive, and the device was returned to expected functionality.